Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited an out of range pacing impedance issue measurement. All other measurements were normal. Additional information was received that the system continued to exhibit an out of range pacing impedance measurement. The physician was aware on the alert and decided not to take action. The patient is not device dependent. Another follow up was scheduled and the field representative will provide further information. No adverse patient effects were reported. The lead and the device remain in service.

Manufacturer narrative:
No additional information is available at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation, the right ventricular (rv) lead impedance measurements peaked to 2000 ohms. All other measurements were confirmed to be within normal ranges. Attempts to reproduce high impedance measurements were unsuccessful. As a result, the lead remains implanted. No adverse patient effects were reported.